Event description:
It was reported that pump usb port was bent resulting in difficulties charging the pump, leading to pump shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided and ketones. Customer was at a medical appointment, and the hcp delivered a manual insulin therapy. Customer reverted to an alternative method of insulin therapy.